Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the asymptomatic patient presented in clinic after being lost to follow-up for almost two years. During the follow-up it was noted that the device had a telemetry issue. It was suspected that the implantable cardioverter defibrillator had premature battery depletion. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information for patient status. The patient was stable before, during, and after the procedure.

Event description:
The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Premature battery depletion and communication failure was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(4) 2016.